Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Two opened trocar assemblies were received and visually inspected. Prior to visual inspection the hub/cannula assemblies had to be removed from the blade with force and cleaned with pin gages as procedural residue was present inside the cannulas. After removal and cleaning, one sample was found conforming and one sample was non-conforming with the small end slightly flared. A dimensional inspection was then performed and was found conforming. A functional test was performed on each trocar with each of the 6 returned instruments and each instrument fit through the trocar cannula with ease. The returned trocars were dimensionally and functionally conforming. The samples were returned opened, without tip protection, and had to be removed from the trocar blade with force due to procedural residue being present, therefore, how and when the small end of the one non-conforming trocar became flared cannot be determined from this investigation. Potential contributing factors to the flared trocar cannula are handling during use, shipment to the investigation site, or removal from the trocar blade. No action was taken as the returned trocars were dimensionally and functionally conforming. The exact root cause for the flared tip seen during evaluation is unknown, therefore, specific action cannot be taken. An acceptance quality limit sampling is performed to ensure that the product meets release acceptance criteria. Non-conforming product is removed from the lot. The inspection includes evaluation for damaged/deformed cannulas. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the valved cannula is coming out when removing the instruments during a procedure. The trocar cannula was reinserted and procedure completed with no patient harm. Additional information was requested; however, none has been received to date.